Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported she stopped using her scs system due to ineffective stimulation. The pt has leads from a different MFR. The pt has not charged her ipg in over 4 months and can no longer communicate with her ipg. Surgical intervention is pending to address this issue.